Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd syringe 1ml ll bns stoppers were misaligned. The following information was provided by the initial reporter translated from spanish to english: luer lock bns syringes received with several defects: faulty stoppers and absent plunger rod. The customer notifies having received 6 units of sku 309648, within a case of (B)(4) units, showing the following defects: 2 units received without plunger rod, 1 unit without stopper and 3 units with a stopper positioned in a wrong way. The product was supplied on november 20, 2023 for validation kits of products not to be used in human patients. The situation has been detected and notified when performing an inventory of the goods on april 24, 2024.

Manufacturer narrative:
Investigation results: six syringes and two photos were received by bd. A quality engineer was able to examine the samples and photos from batch 3158955 regarding item 309648. Out of the six loose barrels, three showed no defects. One had a deformed stopper stuck inside it without a plunger rod, and two had stoppers with only the tip of the plunger rod inside them, stuck all the way inside the barrel. Additionally, four loose plunger rods were received: two had deformed stoppers, one had a broken plunger rod tip with no stopper on it, and the last one lacked a stopper. Two photos were also evaluated. The first photo shows three loose syringes with distorted stoppers, while the second shows one plunger rod and three loose barrels. In two of these, it can be observed that a stopper is all the way inside the barrel without the plunger rod, with no defects observed on the third. The condition observed is non-conforming per product specification. The production history records and the DHR were reviewed. A notification for this defect was written during the production of this batch. A requalification was performed, and the line was cleared of defects. However, it is possible that a limited number of pieces with this condition were able to escape detection. The potential root causes of the jammed and missing stopper and missing and damaged plunger defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 3158955 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional information.